Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason and recently returned to boston scientific. This ICD is expected to be analyzed. No additional adverse patient effects were reported.